Manufacturer narrative:
The reported field event of over-sensing was confirmed in the laboratory due to review of device image. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Additional information received indicated the device was explanted. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited far-r oversensing resulting in inappropriate mode switch episodes and false atrial fibrillation episodes. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicated that the patient's device was explanted due to the patient's death. There was no allegation of a malfunction by the physician against the patient's implanted system.